Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Also stated, controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The IFU addresses alarms and guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Neurological events are known potential complication associated with all patients implanted with vads. Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that patient had no issues with lvad until being admitted to hospital on (B)(6) 2015 for "(B)(6) colored urine", urine tests revealed blood in urine. It was documented that the ldh went form baseline 200s to 1500 and has since increased daily from 1500, 1900, 2000, and today back to 1900. Prior to patient being admitted with hematuria and positive blood tests that indicated hemolysis, patient was stable on therapeutic anticoagulation/antiplatelet therapy. During hospitalization, patient experienced an episode of tia as evidenced by brief episode of left-sided weakness and facial drooping while patient was sitting in a vad support group. It was stated that the log files showed no obvious changes to flow and power. Upon auscultation of pump, md reported "abnormal pump sound". It was stated that there is either a suspected inflow obstruction vs. A pump thrombus that may have caused the tia. Patient has also expressed that the "pump feels funny from time-to-time". Pump exchanged occurred on (B)(6) 2015, and it was said that upon inspection of lv, "multiple lv clots were found within the ventricle, but inflow was free from any pannus ingrowth and old outflow graft was reattached to new pump." It was stated that the exchange was documented as "lv thrombus requiring pump exchange with no pump malfunction." It was stated on (B)(6) 2015 that the patient remains in the ICU with slight left-sided facial drooping still observed, but otherwise patient's neuro status has returned to baseline post-tia episode. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files showed a slight drop in power consumption on the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.